Event description:
It was reported that there was a reduction in brake force. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Device evaluated by technician at distributor. Result: brake plate kit.